Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, an insulation breach was observed after the lead was torqued too hard. The lead was not implanted and was replaced without issue. The patient was fine.